Event description:
I have done essure procedure in 2013 and since then I have so many health problems. I'm going for hysterectomy now since I'm in pain ever since I did essure. Please stop this company from harming customers. My life is a disaster since I did this procedure.